Event description:
In 2008, the patient reported that she fell very hard and after the fall, she noticed condensation in the cartridge compartment of the infusion device. To troubleshoot the patient was instructed to disconnect from the infusion site, and to remove the insulin cartridge from the infusion device. She saw small droplets of insulin in the cartridge compartment and noticed a strong smell of insulin. She dried the cartridge compartment with a cotton swab and reinserted the insulin cartridge. She was then able to successfully prime the infusion tubing. Upon follow up in 2009, the patient stated that "everything looks really dry." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.